Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe, there was insufficient blood flow through the device. The device was replaced, and no adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe, there was insufficient blood flow through the device. The device was replaced, and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 10 retained samples were investigated, and no molding defects or sub-assembly issues were identified. All syringes were tested with water and functioned as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.